Event description:
A user facility reported a torn intraocular lens (iol). Patient impact reported as unknown. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly placed in a different lens case. There was dried solution on the lens. One haptic was bent-gusset and distal area and nicked/chipped on the distal edge. The optic was torn/split/cracked (possibly cut) into two pieces. No other damage was observed. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. There are no other reports in the lot. Additional information has been requested on 02/06/2008. This report was mailed to FDA on 03/05/2008.